Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the pump had stripped threads. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the black box showed reboots had occurred. The battery compartment was cracked alongside of the pump. No damage was found to the threads inside the battery compartment. The battery cap was not returned with the pump. A test cap was used for testing purposes, and attached securely to the pump. No power issues occurred during testing. The pump was opened, and no damage was found to the power circuit. Unrelated to the original complaint, the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.